Manufacturer narrative:
Inspection of the returned device revealed the posterior foot pocket was broken and not returned wtih the device. A review of the device history record for this lot did not produce any findings relevant to this investigation. It is suspected the needle tiip was deflected low, which struck the foot causing the foot break.

Event description:
Reported due to foot break found during device analysis. The physician attempted closure of an arteriotomy site with a preclose proglide device after an unk procedure. Reportedly, there was no suture present after the plunger was retracted. Hemostasis was achieved with a preclose a-t (closer ak) device. The patient did not experience any adverse events as a result of this incident. The foot was not returned with the device. Although requested, no additional information was provided.